Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp procedure, the colon was inadvertently injured, leading to an infection and a subsequent procedure, after which the patient expired. The injury occurred during the initial port insertion using the blunt obturator and cannula [trocar] accessory. There was no bleeding, and the injury was immediately identified and closed with sutures. The procedure was completed robotically without further complications and the surgeon does not believe that a malfunction of a da vinci system, instrument, or accessory caused or contributed to the reported event. The patient was reportedly morbidly obese and the hernia was large and obstructed. Shortly after the procedure, the patient developed abdominal pain, swelling, and difficulty breathing, and was admitted to the ICU with signs of peritonitis. On postoperative day three, an exploratory laparotomy revealed an intestinal infection caused by leakage at the site of the initial injury. According to the hospital¿s statement, a team of "specialist doctors" provided all possible medical care. However, the patient¿s condition deteriorated due to infection and multi-organ failure, ultimately resulting in death.

Manufacturer narrative:
A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, mega suturecut needle driver, force bipolar with dual grip. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review found no non-conformances documented that would be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient suffered an injury to the bowel upon placing a blunt obturator and port. How the injury occurred and how the surgeon¿s technique may have contributed to this event were not provided. This was recognized and repaired at the time of the initial injury. How the repair was done or any safeguards taken to confirm the repair was adequate were not provided. The patient subsequently developed a leak and required re-exploration. They ultimately died after additional complications. No autopsy was provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. .